Manufacturer narrative:
The publishing author was contacted by boston scientific to determine if any of the nine reported lead anomalies were specifically with a bsc lead model; however, all attempts were unanswered. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Reference citation: forleo, g. B., l. Di biase, et al. (2013). "First clinical experience with the new four-pole standard connector for high-voltage ICD leads. Early results of a multicenter comparison with conventional implant outcomes."

Event description:
Boston scientific received information via their journal article review process, that boston scientific df-4 leads were part of an implanted population (of which also included non-bsc leads) that were being assessed for safety and efficacy of this specific lead design when compared to standard df-1 leads. The data was collected over a three year period and consisted of 351 patients whom had df-4 leads implanted. The results concluded that this newly designed lead model showed 100 percent implant success rate, a trend towards a shorter implant time and physicians rating the handling of the lead more favorably. During the follow-up period, nine lead anomalies were reported. Of those nine, four were infection/erosion rated and the remaining were labeled as unspecified lead dysfunctions. The author concluded that the lead system was found to be safe and effective and performed as well as, or better than, the df-1 leads. It was further stated that additional supporting clinical data would be required to confirm reliability and chronic performance of the new lead design.